Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt266 infant dual heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in california reported that an rt266 infant dual heated evaqua2 breathing circuit was found cracked during patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Corrections: section g2: foreign unticked, distributor/importer ticked. Method: the subject rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the healthcare facility reported that an rt266 infant dual heated evaqua2 breathing circuit was found cracked during patient use. There was confirmed to be no patient consequences. Conclusion: without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specificatios at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in california reported that an rt266 infant dual heated evaqua2 breathing circuit was found cracked during patient use. There was no reported patient harm.